Event description:
It was reported that a infusor underinfused during patient use. A volume of 40 ml was infused over the course of 24 hours. The device was filled with 240 ml of solution. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination of the sample showed that the flow restrictor was not returned for evaluation. As the flow restrictor was not returned, an accuracy flow test was not able to be performed. The reported condition of an underinfusion was not confirmed. The cause could not be identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.